Event description:
As reported in the typhoom database, nine months after the index procedure, this patient died of a non-cardiac death. No other information was available regarding the death. Per the initial reporter, this event was graded as unrelated to the investigational device and procedure.